Manufacturer narrative:
Investigation: manufacturing record of returned implants were reviewed. Any compliance with the required specifications has been detected. Implants show no particular damage. X-ray shows a pass lp system on 1 level, l2-s1, using a plate system. The orientation of the rod doesn't appear clearly on the x-ray and through this data it is difficult to confirm the correct positioning of the implant. There was no information on the grafting technique used. There was no visible sign of fusion. The absence of fusion, 8 months later, causes a high risk of failure of the osteosynthesis system, which is inserted to support the spinal column during the consolidation phase estimated at 6-9 months. No information was available about the observations made during revision regarding the presence of bone fusion. B02270010 - lot 11e0026: rod plate. B02216540 - lot 11d0279: polyaxial pedicle screw.

Event description:
The pt was operated on (B)(6) 2012 with pass lp system on 1 level, l5-s1. He has been revised 8 months later due to post-op pain.